Event description:
The customer reported that erroneously co2 results were generated by the synchron lx I 725 system. The results were not reported out of the laboratory. The customer recalibrated the system and retested the samples. The results of the retest were within expectation. The specific number of samples and other details were not provided. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse determined that the co2 alkaline buffer peripump was not functioning properly. The fse replaced the co2 alkaline buffer peripump. No further information is available. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.